Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address recurrent dislocation. The cup was slightly loose and retroverted, and some chipping and blacking was found on the sleeve.